Manufacturer narrative:
The event date is an approximation. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The customer reported a false positive result with the ID now covid-19 assay for a patient performed on a nasopharyngeal sample on an unknown date. Another test was performed using smart gene test on an unknown date and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported a false positive result with the ID now covid-19 assay for a patient performed on a nasopharyngeal sample on an unknown date. Another test was performed using smart gene test on an unknown date and generated a negative result . No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use; device discarded.